Manufacturer narrative:
This report is submitted on october 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection and the patient was treated with antibiotics (type not reported); however the issue could not resolved. A CT scan performed revealed the infection had caused ossification. Subsequently, the patient's device was explanted on (B)(6) 2017.